Event description:
It was reported that the patient wanted to have her device 'checked'. It was noted that the patient had an appointment with her physician on (B)(6) 2012. Additional information received reported that the patient's 'battery failed to work.' It was noted that the 'battery was not chargeable and did not work.' It was noted that the device was removed on (B)(6) 2012. It was further noted that image testing was performed on (B)(6) 2012. The patient was not hospitalized due to this event.

Manufacturer narrative:
Product ID 377745, lot# n0048378, serial#, implanted: 2006 (B)(6), explanted: product type lead, product ID 377745, lot# j0555600v, serial#, implanted: 2006 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient product ID 3708160, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension, product ID 3708160, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension. For use by user facility/importer (devices only). (B)(4).